Event description:
New information notes oversensing and securesense algorithm was activated. The patient was advised to come into the office for a follow up. A lead revision was scheduled. The right ventricular (rv) lead was capped (B)(6) 2024 and replaced. The procedure was successful. There were no complications, and the patient was discharged home three hours following the procedure per hospital protocol.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise and oversensing was observed on the right ventricular (rv) lead. Programming changes were made. No additional intervention was anticipated at the moment. The patient's condition was stable before, during and after the changes.